Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did perforate the patient's heart during the implant procedure. The initial lead placement was unsuccessful due to high thresholds. The physician attempted a second location during which sensing and thresholds within normal limits was acquired. Then a noticeable amount of effusion was visible per the echocardiogram that was done.

Manufacturer narrative:
This lead was successfully repositioned and remains in service. The patient was noted to be in stable condition following the lead revision.